Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a patient via email that a year and a half later, after undergoing an internal brace surgery in the ankle, she has developed maximal inflammation. No further information has been provided at this time.